Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient requested and was sent physicians listings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 20.0mg/ml at 44.04mg/day and ¿other¿ drug reported as "msbu" at 25mg/ml at 5.504mg/day via an implantable pump. The indication for use was non-malignant pain. The patient reported that the healthcare provider refused to fill the pump on (B)(6) 2018 due to (B)(6) and stated their records were ¿destroyed¿. Per the reporter, it later ran out and stated¿ talk about withdrawals, I quit breathing twice¿, and the reporter had been suffering ever since, hurting. The patient had gotten CT scans to see why and they may try another intervention like a stent to deal with the patient¿s pain. The patient currently did not have a managing healthcare provider for their pump and declined offer of physician listing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-may-2018 from the patient who reported that on (B)(6) 2018 when the doctor did not fill his pump for an unknown reason, he weighed (B)(6) pounds. He had been ¿suffering something terrible¿; he had been in terrible pain; and he had lost (B)(6) pounds. He was now seeing a new doctor and was hoping to get things figured out. No further complications were reported/anticipated.